Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were told to check their device once a month to make sure it was charged, so they just did that and it was fully charged, but all the programs were turned off. The patient said they hadn't checked the device since their last appointment with their urologist on (B)(6). The agent asked, the patient said the point of the appointment was for the doctor to check the programs and see which intensity was the right intensity for them, and the doctor decided which program to leave it on and they checked the intensity volume and set it to where they needed it set. The patient then said they went to check it this morning to see if everything was still charged, like the doctor told them to do once a month, and all the programs were off. The agent reviewed therapy information and general programming guidance with the patient. The patient was able to connect to their settings and confirmed therapy was turned on. The patient was redirected to their healthcare provider to further address the issue.